Manufacturer narrative:
Date the device was returned to manufacturer is unknown. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes contained foreign matter. No report of injury or medical intervention. No report of blood exposure to mucous membrane.